Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned. There were 2 cuts in the insulation at 27 cm from pin; no other breaches observed. Cuts appear to be from a sharp object possibly scalpel. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that during the initial implant of this lead the physician successfully placed this lead placed and then moved, once removed from the body it was noted that there was a hole at the distal end of the lead and there was blood present inside the lead. The scrub nurse flushed the lead and liquid came out of the lead insulation at the area where blood was present. This lead was not used and another lead was successfully implanted in its place. To date, there have been no adverse patient effects reported.